Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and product evaluationresults. The following sections are being reported: h6: component code was added: 4755. H6: investigation type codes were added: 4111 and 4109 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. The product was returned and the reported fracture was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (63456316). It was confirmed that all operations and inspections were executed as per applicable procedures. Complaint history review was completed for the subject lot number (63456316) and no similar complaints were identified. Functional testing could not be performed since the product was fractured. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. Potential causes/mechanisms of failure as per rmf rm-002r2 rev 6, hazardous situations and harms as documented in the complaint are referenced in the risk assessment summary. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is use of inappropriate surgical protocol or overloading by patient. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Customer confirmed the correct implant item #tsvwh16 - lot #63456316. They also confirmed implant placement date was (B)(6) 2019.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional PMA/510(k) number ¿ k011028/k013227.

Event description:
It was reported that the implant at tooth site #29 cracked at the top and was removed with 5mm hole punch and periosurgery. Bone grafted the site with ice and membrane.